Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: customer returned 6 unused 4mm, 32 gauge nano pro pen needles from lot 1320836. Visual inspection of the unused pen needles found no issues. Mechanical testing was performed by attaching each of the pen needles to a test pen. Saline was pushed through the system and out the distal tip of the pen needle cannula. No defects were observed and the pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported by the consumer that 3 bd nano¿ 2nd gen pen needle had no insulin flow. The following information was provided by the initial reporter: material #: 320550, batch #: 1320836. It was reported by the customer that there "no insulin flow when priming pen needles". Verbatim: consumer reported no insulin flow when priming pen needles. Stated, she primes 2 units. Stated, she's had issue with a couple of boxes but only has information for one box today. Lot: 1320836. Catalog: 320550. Date of event: unknown. Samples: yes (B)(6).

Event description:
It was reported by the consumer that 3 bd nano¿ 2nd gen pen needle had no insulin flow. The following information was provided by the initial reporter: material #: 320550 batch #: 1320836. It was reported by the customer that there "no insulin flow when priming pen needles". Verbatim: consumer reported no insulin flow when priming pen needles. Stated, she primes 2 units. Stated, she's had issue with a couple of boxes but only has information for one box today. Lot: 1320836. Catalog: 320550. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1320836. Medical device expiration date: 30-aug-2026. Device manufacture date: 16-nov-2021. Medical device lot #: unknown. Medical device expiration date: na. Device manufacture date: na.